Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that it was out of box failure. Could not perform pretest due to damaged comb. All worn or damaged components were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the plate attached to the handle was bent and is damaged beyond use. There was no patient involvement. During the investigation, it was found that the comb was damaged. Due diligence is complete and there is no additional information available.